Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing the driver won't turn off with the battery. Service tech states the device runs at full speed with out trigger being depressed as soon as battery is inserted. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing the driver won't turn off with the battery. Service tech states the device runs at full speed with out trigger being depressed as soon as battery is inserted. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was determined that the device would run without activation when the battery was installed. The trigger magnet had moved. The affected components were replaced. The device passed all final inspection activities prior to return to the customer.